Manufacturer narrative:
The penumbra coil 400 (pc400 coil) pet lock was intact on the proximal end of the pusher assembly; there was no damage to the introducer sheath. The pc400 coil was attached to the pusher assembly. The pc400 coil, distal detachment tip (ddt), pusher assembly were measured and found to be within specification. The px slim delivery microcatheter (px slim) mentioned in the complaint was not returned for evaluation. The complaint has been evaluated. The complaint indicated that the physician met difficulty while advancing the pc400 coil through the px slim. The physician removed both the px slim and the pc400 coil, and the pc400 coil was flushed out of the px slim. While attempting to reinsert the pc400 coil, resistance was met. A new pc400 coil and the same px slim were used to complete the procedure. Evaluation of the returned device revealed that the pc400 coil was undamaged. The pc400 coil was inserted into a px slim and advanced distally out of the distal tip without issue. The root cause of this complaint cannot be determined. These devices are 100% functionally and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using a slim delivery microcatheter and a penumbra coil 400 (pc400) coil. During the procedure, the physician met resistance while advancing a pc400 coil through the slim microcatheter. The physician removed both the px slim microcatheter and pc400 coil and they were flushed. Upon insertion, the physician experienced the same resistance and removed the pc400 coil. The procedure successfully continued using a new pc400 coil and the same slim microcatheter. There was no report of an adverse effect on the patient.